Event description:
It was reported that a spinal cord stimulator stage 2 implantable neurostimulator (ins) was implanted on (B)(6) 2008. The ins was removed due to an infection six days later. The patient received extended antibiotic therapy per infectious diseases recommendations. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# unknown product type: lead. (B)(4).